Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer had high blood glucose levels of 148 mg/dl. The customer reported a no delivery alarm from the insulin pump during a bolus. Troubleshooting was done. The customer was advised to replace the reservoir and infusion set of the insulin pump. No additional information was provided.